Event description:
It was reported that during this procedure the electro cardiac signals were very noisy on the ep recording system as well as the carto system when the external reference patch and the navistar thermocool catheter were connected. Different cables were exchanged but the problem persisted. Upon request, the bwi field representative provided additional information on the event. The signal noise occurred on all the channels including the body surface (bs) ECG's and the intracardiac (ic) signals on both the carto system and the ep recording system at the same time. The physician was not able to interpret the signals. The procedure was completed by the conventional method. There was no patient injury reported in this case.

Manufacturer narrative:
Biosense webster manufacturer's ref. (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during this procedure the electro cardiac signals were very noisy on the ep recording system as well as the carto system when the external reference patch and the navistar thermocool catheter were connected. Different cables were exchanged but the problem persisted. Upon request, the bwi field representative provided additional information on the event. The signal noise occurred on all the channels including the body surface (bs) ECG's and the intracardiac (ic) signals on both the carto system and the ep recording system at the same time. The physician was not able to interpret the signals. The procedure was completed by the conventional method. There was no patient injury reported in this case. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.